Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted through the sheath. There were no visible kinks. A new iab was successfully inserted to continue therapy. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. A kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. Additionally a second kink was found on the catheter tubing and inner lumen approximately 49.3cm from the iab tip. The one-way valve was vacuum tested and it held vacuum a laboratory insertion test was unable to be performed due to the membrane being unfurled and the catheter tubing and inner lumen kinked. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen. A kink in the inner lumen can cause difficulty during insertion. We are unable to determine when the kinks may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).